Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited intermittent undersensing on stored electrograms (egm). The rv lead was explanted and replaced during a device system upgrade. No patient complications have been reported as a result of this event.